Event description:
It was reported that during routine, follow up, it was determined that the implantable cardioverter defibrillator (ICD) battery voltage had decreased sooner than expected. Premature depletion was suspected. The ICD is planned to be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. A 5076 implantable pacing lead, (B)(6) 2008. A 6947 implantable tachy lead,b(B)(6) 2008. (B)(4).